Event description:
On (B)(6) 2012 the reporter contacted the animas corporation and reported all of the keypad buttons have worn thin. The button symbols have allegedly worn off and the ok button does not spring back very well. The reporter claimed that the issue started roughly six months prior to contacting animas. The reporter did not claim any damage to the keypad or the pump. The reporter stated that the pump was worn with a belt clip and the pump is only cleaned with a dry washcloth. There is no reported adverse event with this complaint. This report is being filed due to a keypad malfunction allegation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 07/17/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 06/17/2013 with the following findings: the keypad button symbols were found to be worn off the pump and the keypad cover was found to be worn thin over the buttons. The keypad buttons were found to be responding appropriately to presses. The keypad was removed and the contamination was found under the button contacts. Unrelated to the keypad complaint, the bolus button was found to be detached from the pump exposing the internal button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.